Manufacturer narrative:
Findings: pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and detached end cap noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 165 mg/dl. The customer stated that the pump was broke in half. The customer stated that the insulin pump was dropped. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.